Manufacturer narrative:
The reagent lot number is 868696 and the expiration date is 31-oct-2026. The qc recovery data provided was within specification. The field service engineer (fse) replaced the sample tubing and gasket, reconnected the disconnected sample liquid level detection cable, adjusted the liquid level detection, lubricated the sample probe, and performed qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg+ss test system results for 1 patient on a cobas e 411 analyzer (rack system). On (B)(6) 2026, the patient had a hcg result of 163.6 miu/ml with flag. On (B)(6) 2026, the patient had a new sample collected and the result was <0.100 miu/ml with flag. The sample was poured over into a transfer tube, recentrifuged, and repeated and the result was <0.100 miu/ml with flag. An aliquot from (B)(6) 2026 was re-centrifuged and repeated twice and the results were 35.94 miu/ml with flag and 35.71 miu/ml with flag.